Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is december 4, 2006. The source of the manufacture date is the release to warehouse date. Service & repair evaluation: the customer reported the item had a bent tip. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015 for further evaluation. Product investigation summary: the returned termite forceps (398.95, 5394910) is listed in a variety of 2.4mm locking compression plate (lcp) technique guides including distal radius procedures. The returned forceps was received in decent condition, other than one of its distal tips being bent. The returned termite forceps were manufactured in december, 2006, but the accessible drawing revision was dated june 22, 2011. These drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Service history review found that no service history review can be performed since the instrument is a lot controlled item. The service history evaluation is unconfirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned termite forceps was received with one of its distal tips bent. Based on the complaint description, the device was found in that condition and it is not possible to determine a definitive root cause. The most likely root cause of the complaint condition is that the surgeon applied too much force when using the instrument, in addition to the expected fatigue of the instrument during its over eight years of use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the termite forceps 90mm was found during sterile processing with one of the tips bent. Following an evaluation completed on (B)(6) 2015, it was determined that the tip was actually broken. No procedural or patient involvement noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): upon further review of the complaint, it was determined that the device is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: upon further review of the complaint, it was determined that the device is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. The device was not broken at the tip; rather, it was bent and therefore a non-reportable event. As a result, the initial medwatch is being rescinded (MFR # 1719045-2015-10514).